Event description:
It was reported that the device transected but did not staple. They got a new device to complete the rest of the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. D4: batch # unk. D4: UDI: the expiration date is currently not available, the lot number for the device involved in the event was not provided, and the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Patient is doing fine and there was no change in post op care. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.